Manufacturer narrative:
The complaint was confirmed. A foreign substance was found in the connector, which prevented complete insertion of the cable connector. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was unable to secure a cable. The epg was returned for service. No patient complications have been reported as a result of this event.